Event description:
It was reported that the right atrial (ra) lead was surgically explanted due to coil wire was flattened and stretched that was confirmed via fluoroscopy. Also, the ra lead was affected by adhesion and since a mechanical seal was used, the lead had many fractures. A new lead was implanted. No additional adverse patient effects were reported.